Manufacturer narrative:
Open or used reservoir(transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per dop114-811 and des8654. Found reservoir no occluded anomaly during filling. Also inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a 5xx pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose level was 140 mg/dl. Troubleshooting was performed for insulin flow blocked alarm and noticed that the insulin did not exit. Changing reservoir resolved the issue. The reservoir will be returned for analysis.